Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received constantly low results and therefore reduced the insulin dosage. As a result, the patient was hospitalized for three days as she was vomiting and excessive sweating and her hba1c value was 11. It was reported the patient received the following results within 5 minutes: 376 mg/dl (hospital lab) and 70 mg/dl (patient's meter). The customer mentioned the use of test strips of two different lot numbers (477572 and 477148), but it is not known which lot gave the discrepant reading.